Manufacturer narrative:
Conclusion: no device failure. The product was not returned. (B)(4) - undetermined.

Event description:
Allegedly revised due to a mal-alignment.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. The original surgery did not occur at this facility. No organal surgery date or catalog/lot numbers of the explanted components have been provided. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00744.